Event description:
It was reported that a user on ilet therapy experienced recurrent low glucose, describing glucose drops from about 130 mg/dl to 60 mg/dl and performing a device factory reset per prior guidance. Symptoms include hot flashes/flushes, confusion/disorientation, dizziness and lethargy consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included data sync and review, which showed back-to-back meal announcements for lunch and dinner on two consecutive days, consistent with accidental duplicate meal entries. Investigation of this case revealed that duplicate meal announcements likely contributed to excessive insulin dosing and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that user interaction error related to meal announcements was the probable cause.

Manufacturer narrative:
Initial.